Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a thoracic aortic aneurysm. The devices deployed were vamc3030c100tj and vamf3834c150tj, starting just below the left subclavian artery (lsa). The procedure was completed, and the patient experienced no issues. It was reported approximately 1 year post index procedure, a follow up CT scan revealed findings suggestive of either a type ia or type iiib endoleak, most likely a type ia. Three days later, on (B)(6) 2025, an intervention was performed in which two valiant captivia stent grafts of the same model as the previously implanted devices were placed, relining both grafts and resolving the endoleak. It was noted that the endoleak involved the vamf3834c150t stent graft; however, the endoleak subtype could not be identified. There was no issue noted with vamc3030c100tj. Per the physician the cause of the unknown endoleak was not determined. No additional clinical sequelae were provided, and the patient will be monitored.